Event description:
It was rpeorted that (1) hp052 was used during a CABG procedure. It was reported by the rep that the electrical connector broke. Opened another device to complete the procedure. There was no consequence to pt.